Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 41 mg/dl. Customer believed they mistakenly may have taken a lot of insulin. Customer advised they performed and passed the self-test. Customer advised they would follow up with their healthcare provider. Customer advised they were tired and declined to troubleshoot the insulin pump. Customer advised they would call back to troubleshoot their low blood glucose at another time.